Manufacturer narrative:
The device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing. No pump error 63 alarms were found in the downloaded history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio issue. Customer's blood glucose level was 217 mg/dl at the time of incident. Customer stated that there was no difference between the volume 1 and 5. The insulin pump will be returned for analysis.